Manufacturer narrative:
Product is not expected to be returned. (B)(4).

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The device was explanted and replaced.